Event description:
Revision surgery due to Pain.

Manufacturer narrative:
The agent reported, Patient complained of pain after hemi hip. The surgeon found the stem to be retroverted. He converted them to a total. FEMALE 82.Complaint has been evaluated and is similar to report number 1644408-2018-00836; 400-04-280, S807 - Pain, Revision Surgery.Surgery If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.